Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A query of the complaint handling system for the reported lot was performed and revealed no similar complaints for dissection. It cannot be determined if there is a similarity regarding the root cause. Based on the similar incident review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with heavy calcification and moderate tortuosity. The 3x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, a dissection was noted; therefore, a 2.5x12mm xience xpedition was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.